Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies returned to manufacturer for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified fusion procedure using rhbmp-2/acs, 14 mm plate, 13 mm peek ar spacer, 26 mm screws and dbx mix 10 cc . Vessel guard was also used during the procedure.